Manufacturer narrative:
Upon review of all available information, the revision reported in this event was likely the result of failure of the cement mantle between the implant and the bone which led to aseptic (non-infected) loosening of the tibial component. Product labeling indicates that a continuing periodic follow-up is recommended. Periodic x-rays should be taken to detect evidence of positional changes, loosening, bone loss, and/or device fracture. In such cases, patients should be monitored, and the benefits of revision surgery should be considered to avoid further deterioration. This device is used for treatment not diagnosis.

Event description:
It was reported that the patient received an initial total knee arthroplasty. The patient experienced a revision of his tibial tray and insert implants due to tibial loosening. No other information was available. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00162.

Manufacturer narrative:
Pending engineering evaluation.

Event description:
Revision due to aseptic loosening of tibial component.